Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Later healthcare professional reported "exchange from textured to smooth due concern with the product". Later healthcare professional reported "free silicone and destroyed textured implant fragments evident in the implant space", "double peri-prosthetic capsule", "primary capsule appeared to be grade 1 circumferentially", "evident lateralization of the left" and "capsule noted to be relatively soft and pliable". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured found during surgery". This record is for the left side. The device has been explanted and replaced.